Event description:
Customer had a reading of 211 mg/dl at 11:35 am, but did not feel that high. A one unit bolus of insulin was administered with an insulin pump. Customer passed out. A reading was taken at 11:43 am with a result of 378 mg/dl, and a third reading of 443 mg/dl was taken at 11:53 am by their family member. A comparison reading was taken using a lifescan meter with a result of 46 mg/dl at 11:44 am. Paramedics were called. While awaiting the paramedics, honey was provided to customer. They regained consciousness and the paramedic call was cancelled. A second lifescan reading was taken at 11:47 am with a result of 83 mg/dl. The customer continued to improve. Testing was conducted on the fingers.